Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted that it appeared slightly swollen. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted the presence of fluid on one of the two high voltage (hv) capacitors. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed an error message that indicated that the capacitor charge time had exceeded the limit. The physician planned to replace the device on (B)(6), 2023. At this time, the ICD remains in service and no adverse patient effects were reported. It was additionally reported that the ICD was successfully replaced. The device was returned for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed an error message that indicated that the capacitor charge time had exceeded the limit. The physician planned to replace the device on (B)(6) 2023. At this time, the ICD remains in service and no adverse patient effects were reported. It was additionally reported that the ICD was successfully replaced and is expected to be returned for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed an error message that indicated that the capacitor charge time had exceeded the limit. The physician planned to replace the device. At this time, the ICD remains in service and no adverse patient effects were reported.